Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the pt's hearing performance has decreased since implantation of the device. The results of an integrity test in 2007 were consistent with a normal receiver/stimulator with electrodes anomalies. The pt's device was explanted 2 months later and a new device was implanted.